Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the paxgene® blood dna tube there was an issue with over filling of the tube. The following information was provided by the initial reporter: we had a recent issue coming from one of our client sites from an ongoing clinical trial stating they had issues with filling the paxgene dna blood tube (sku: 761165) lot: 9008512. They specifically stated that the tube overfilled (beyond the max fill line). The tube collected approx. 4ml, 1.5ml over the fill volume.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that during use of the paxgene® blood dna tube there was an issue with over filling of the tube. The following information was provided by the initial reporter: we had a recent issue coming from one of our client sites from an ongoing clinical trial stating they had issues with filling the paxgene dna blood tube (sku: 761165) lot: 9008512. They specifically stated that the tube overfilled (beyond the max fill line). The tube collected approx. 4ml, 1.5ml over the fill volume.